Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after lunch while using the ilet, despite announcing less than the full meal; the user¿s glucose rose post-meal and the ilet continued correction dosing, after which a low blood glucose of 47 mg/dl occurred. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included resolution of the hypoglycemia after oral glucose administration, with stabilization approximately 30 to 45 minutes later and no hospitalization. Investigation included complaint intake, user education, and troubleshooting regarding post-meal glucose behavior and the adaptive algorithm. Investigation of this case revealed no device malfunction identified, with the event consistent with glycemic variability during ongoing algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.